Event description:
Customer stated, " picked pad up and shook a little bit and turned back on a the pad sparked" the product has returned for investigation. The customer did not claim any injury. The product was approx. 4 years and 3 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator observed that two of the thermostats had been repeatedly strained from the customer laying on the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". This stress caused the copper wire that is crimped to the thermostat to break. This likely caused arcing to occur. This arcing is likely the "sparks" the customer described. The pvc around the thermostat was clear and intact.